Event description:
The clinic reported that a laser vision correction patient presented at the 1 day post op with bilateral dislodged flaps. The patient was brought back to the laser suite and the flaps were repositioned in both eyes. The patient's post op visual acuity was 20/50 in the right eye and 20/30 in the left eye. The patient returned approximately a month later and was diagnosed with an epithelial ingrowth in the right eye. The flap was lifted and the ingrowth removed. The patient's visual acuity about a week later was 20/20 right eye and 20/20 in the left eye.

Manufacturer narrative:
(B)(4). Epithelial ingrowth. The clinic reported the adverse event only and did not request or require clinical or field support. All pertinent information available to abbott medical optics has been submitted. Placeholder.